Event description:
It was reported that the patient had a small hole at the ipg site. The physician suspected an infection. Antibiotics were prescribed. The patient underwent a revision procedure wherein the ipg and lead were replaced. The patient was doing well postoperatively. All explanted device components will not be returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred over a month ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: (B)(4).